Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
It was reported that bd autoshield¿ duo safety pen needle had retraction issues. This was discovered during use. The following information was provided by the initial reporter: material no.: 329515 batch no.: 9015714 it was reported that the sheath did not retract after the needles were used. Customer ordered 18 bx and 8 bx out of the 18 were defective. The sheath did not retract after the needles were used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo safety pen needle had retraction issues. This was discovered during use. The following information was provided by the initial reporter: material no.: 329515, batch no.: 9015714. It was reported that the sheath did not retract after the needles were used. Customer ordered 18 bx and 8 bx out of the 18 were defective. The sheath did not retract after the needles were used.